Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder (lot: 10619680) was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient was in sinus rhythm. Sizing was determined with transesophageal echocardiogram (tee) and angiography. The patient's maximum landing zone was measured at 20mm. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was 328 seconds. The patient's left atrial pressure was 13 mmhg. During the procedure the occluder (lot: 10619680) was partially re-captured twice and was determined to be too large for implant. The occluder (lot: 10619680) and delivery sheath was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder (lot: 10391682) and a new 14f amplatzer torqvue 45x45 delivery sheath. During the procedure the second occluder (lot: 10391682) was partially re-captured once and was determined to still be too large for implant. The second occluder (lot: 10391682) and second delivery sheath were removed from the patient and replaced with a third 22mm amplatzer amulet left atrial appendage occluder (lot: 10560987). During the preparation of the third occluder (lot: 10560987) the patient woke up from conscious sedation and moved while wires and catheters were in the laa. The procedure resumed and during deployment of the third (lot: 10560987) a pericardial effusion was detected in the laa. The third occluder (lot: 10560987) was implanted. A pericardiocentesis was performed. The patient status was stable. Per the physician the pericardial effusion was due to patient movement during the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the largest dimension of the pericardial effusion was 8mm and it was circumferential. The patient was on dual antiplatelet therapy at the time the pericardial effusion was discovered. The patient was taking oral anticoagulant prior to the implant procedure. There was no allegation of malfunction against any of abbott devices or procedure.

Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion lead to cardiac tamponade was due to patient movement during the procedure. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.